Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and loss of sensing, the lead was suspected to have perforated the patient, however was not confirmed by physician. The lead was capped and replaced on (B)(6) 2016. The patient was fine post procedure.